Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, the parameters were not good when the lead was placed. A capture anomaly, sensing anomaly, and impedance issue were observed. Repositioning was attempted, but the screw was unable to be rotated. The lead was not implanted was replaced. The patient was stable.